Manufacturer narrative:
One device was returned for analysis in used condition with complaint of motor rate error. Review of event log confirmed the motor rate error. Review of service history found no additional records from previous 12 months. Device put on hold because inventory is out of top cases. Repairs will resume when top cases are back in stock.

Event description:
It was reported that there was a motor rate error, along with physical damage to the plunger head and the top housing. The event happened during preventive maintenance. There was no patient involvement.